Event description:
It was reported when using the bd pyxis medstation system the device has frozen keyboard. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was frozen. The field service engineer replaced the keyboard to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.